Event description:
The following has been reported: issue: stripped screw/connector resolution: replaced main board assy device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, pump passed all function tests once the connector was re-attached. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action additional information is needed to complete the investigation reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, pump passed all function tests once the connector was re-attached. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.